Event description:
It was reported that lead integrity alert (lia) was triggered. There were non-sustained ventricular tachycardia (nsvt) and elevated short interval counts (sic). The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter) and the right ventricular lead integrity alert. Beginning (B)(4)-2014, sensing integrity counts up to 198; vt-high rate episodes with evidence of lead noise oversensing. Rv lead integrity warning occurred on (B)(4)-2014 for sensing integrity counter greater than 30 in 3 days and high rate nst episodes.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead had remained in use and was not capped. The rv lead continued to have high nsvt with possible oversensing. It was noted that there was possible interaction with an abandoned lead that is in close proximity. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.